Event description:
It was reported that the patient presented in clinic for routine generator change procedure. During procedure, it was found that the patient's atrial lead exhibited inappropriate mode switch due to noise over-sensing. No intervention was performed; the patient would be monitored. The patient was stable.